Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the cable connecting ECG "c" and ECG "d" was also pulled from the strain relief, damaging all wires. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrode. The root cause for the open wire was excessive force no adverse event resulted from the damaged belt.